Event description:
"Pump and catheter failure." The pump and catheter were explanted and replaced in 2003. No other info given as to what the faulire was. A follow up report will be sent when additional info is received.